Event description:
Vacuum system error upon priming. Collection bag had a small tear near where the plastic joint - tubing - from the cassette entering into the collection bag.

Manufacturer narrative:
Customer claimed small tear in collection bag caused failure. Tear is the vent hole on the bg. Unit would not prime properly. Cause of failure could not be determined. Suspect possible issue with vacuum sensor. This log has a 3% complaint rate; a review of the dhrs does not indicate a MFR error; updated MDR completed; this facility has only two complaints - not facility related.